Manufacturer narrative:
B3: day unknown; event occurred in october. No information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to an anomaly in the gear motor. The device was returned to the customer with no repair provided to it at their request.

Event description:
The device was returned for error 1310/1871. During physical inspection, it was found that there was an anomaly in the gear motor. There was no patient involvement.